Event description:
Customer reports blood glucose result of 172 mg/dl taken on the aviva system with high blood symptoms. Customer took humulin 70-30 33 units (normal dose not based on device result). She still had symptoms around 23:00, and result was less than 172 mg/dl ( does not recall result); paramedics were called, and result on their meter was 460-480 mg/dl (timeframe between customer's meter result and paramedic's result unk). She was taken to the hosp where her result was in the 500's (mg/dl) and treated with humulin 70/30 and regular insulin. No quality controls were used. Requested return of suspect device and replacement was sent.